Event description:
Pt was revised to address knee pain.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product info required to review the device history records and search the complaint database by manufacturing lot was not provided. The investigation could not draw any conclusions about the reported pain. The initial reporting indicated the product was not suspected of failing to meet specifications or contributing to the event. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.